Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. According to the investigation, evaluation testing or repair will not be done due to the v4.1.5 been obsolete. No investigation performed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd medfusion 4000 pump exhibited alarm upon start up and could not start in boot mode. Reported that there was no patient involvement.